Manufacturer narrative:
Analysis of the ins, model 3058, serial (B)(4) , found ins connector port lead or lead parts stuck inside port, crushed connector sleeve. Analysis identified a crushed connector sleeve inside the implantable neurostimulator (ins) connector port which could not be removed. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis determined there was a lead or lead parts stuck inside the ins connector port. Analysis of the lead, model 3080 found lead proximal end connector crushed. Due to the condition of the returned lead, only a careful microscopic examination was performed. During visual analysis of the lead, it was noted part of the proximal end were not returned. Analysis observed the #3 connector sleeve is crushed. During visual analysis of the lead, it was noted the distal end was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the battery was being replaced due to normal battery depletion, and the previous program could not be obtained. The cause of the lead pulling apart was not determined. Once the lead started to unravel there was very little that could be done. The replacement battery was not replaced, the procedure was abandoned, the lead was explanted, and the consumer was implanted with a new system on (B)(6) 2017. The consumer was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3080, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported that during a consumer¿s battery replacement, the doctor was placing the lead into the battery, but the lead was not fitting. The doctor attempted to remove the lead when the lead started to pull apart and one of the electrodes remained in the battery chamber. The lead was originally implanted in 1997. The consumer was discharged and had gone home. The device was not replaced. There was no impact on the consumer. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.